Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that multiple replace battery alarms had occurred and that they had been using an energizer ultimate lithium battery, with a battery life of approximately 21 days. The reporter stated that for the last 2 battery changes, a coppertop alkaline battery was used and that the pump was changed for correct battery type when using an alkaline battery, but the issue remained unresolved. The reporter denied damage or cracks to the pump and battery cap, and there was no reported evidence of moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2014 with the following findings: the pump powered on to the verify screen normally. One low battery warning event was observed in the black box and there was no evidence of excessive battery usage observed. The battery compartment was observed to be intact with no cracks and no evidence of moisture contamination inside the battery compartment or underside of the battery cap. The battery cap was observed to fully tighten to the pump with no power loss observed during testing. Current draws were observed to be within specifications. The pump case was removed and no evidence of moisture contamination inside the pump was observed. Inspection of the battery terminal contacts revealed no evidence of intermittent contact. Product analysis was unable to duplicate or verify the initial complaint of excessive battery usage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.